Event description:
It was reported that; pt is currently in pain. Pt was informed by her doctor about the recall during her visit (B)(6) 2012. Pt complaints that, for the past year, the pain has gradually gotten worse. Pt also has been having heart issues and his heart is out of sync. Doctor is requested that pt have MRI, cobalt, and chromium testing done.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.